Event description:
The composix plug, implanted in 2004, had to be removed from a pt due to intestinal obstruction. During the procedure it was noticed that the polyster ring was fractured at two places and one part nearly caused a perforation of the intestine. The mesh was implanted in 2004 at the clinic after a subileus due to a postoperative hernia.